Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient began to experience symptoms that may be related to withdrawal. The patient arrived at the clinic two weeks after their scheduled appointment for a refill. During the visit, the patient's pump was refilled and the daily dose was decreased. The following day ((B)(6) 2015), the patient arrived at the emergency room experiencing complications. The patient was administered narcan and the pump was programmed to a zero constant flow rate as the cause of the complications was unknown. The patient was later provided with a fentanyl patch. It was noted that the withdrawal symptoms and complications were likely the result of an acute renal failure and unrelated to the pump therapy. The pump therapy was continued at a lower drug dose.